Event description:
It was reported that the patient had an initial left total hip arthroplasty approximately 2 years ago. Subsequently, 6 months ago there was complaint of left hip atrophy, tenderness, pain, and crepitus with rom. The patient had an injection due to pain, and bursitis.

Manufacturer narrative:
(B)(4). Medical product: catalog #: 802603602, femoral head 12/14 taper 36 mm, lot # 3036185. Catalog #: 00625006530, bone screw self-tapping 6.5 mm dia., lot # j6842337. Catalog #: 00620005022, shell porous with cluster holes 50 mm o.d., lot # 64501423. Catalog #: 00625006520, bone screw self-tapping 6.5 mm dia, lot # j6884909. Catalog #: 00630505036, liner standard 3.5 mm offset 36 mm, lot # 64778735. Catalog #: 00771100700, femoral stem 12/14 neck, lot # 64641592. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed due to medical records which stated the patient had pain and received a left hip bursa injection. Even though the earlier x-rays which stated that the implants were well fixed and aligned properly, in the last x-ray the patient was noted to have mild to moderate degenerative changes of their mid and lower spine. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.